Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4), 2007. Evaluation summary: the condition of the failed pre-accuracy test for under infusion on channel a and b was confirmed. Inspection of the device found that the inaccuracies were caused by faulty pump head mechanisms and therefore the pump head mechanism channel a and b were replaced.

Event description:
During product evaluation, the pump failed a pre-accuracy test for under infusion on channel a and b. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.